Event description:
As reported, the patient had an initial tha on an unknown date. The patient was revised on (B)(6) 2023. No further information has been provided at this time.

Manufacturer narrative:
H3: pending investigation.

Manufacturer narrative:
According to the information provided, the patient had a hip replacement in 2018. The patient was revised due to prosthesis wear. A novation xle neutral liner (140-36-53, sn (B)(6)) was implanted at that time. Approximately one month later, the patient was revised again due to infection. The liner and femoral head were revised. However, only part information for the liner was provided. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, the patient had an initial tha on an unknown date. The patient was revised due to infection. The liner and femoral head were revised. No further information has been provided at this time.

Event description:
As reported, the patient had a tha revision. Approximately one month later, the patient was revised again due to infection. The liner and femoral head were revised. No further information has been provided at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d6a. The following sections were corrected: b5. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.